Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on the field report, the patient symptom was caused by the device going into backup mode.

Event description:
The patient presented in the clinic with muscle stimulation. Upon interrogation, the device was found in backup vvi mode. The device was reprogrammed to the patients normal settings and this resolved the muscle stimulation. The patient was stable with no adverse consequences.